Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the cassette, a no message alarm went off. The alarm persisted no matter what the customer did. Even after changing the cassette to another, the alarm just continued. No patient injury was reported.